Event description:
It was reported, "severe pain, swelling, locking left knee, unstable with 110deg rom. For partial revision. Upon opening joint space, the poly insert could be seen protruding approx 1cm anteriorly - it was not locked into tibial baseplate. Revision completed with 22mm duracon poly insert. Primary surgery (B)(6) 2000 with duracon medium ha femur, s2 cemented universal tibia & 13mm small poly insert."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.